Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were recurring problems with tower door 2, which had failed on several occasions. A field service engineer effectively replaced the latch to address the problem. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, a door had malfunctioned. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.